Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging that the subject meter read inaccurate compared to a laboratory device. The reporter claimed obtaining blood glucose readings of "110, 122 and 144 mg/dl" with the subject meter but was unable to provide the results obtained on the laboratory device. The tests were performed within an unknown time of each other. The complaint is being reported because the results may not have met lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.